Event description:
A (B)(6) male pt contacted zoll customer support to report that he could not feel the vibration from the distribution node and that he was receiving check belt messages. While with the pt, a zoll pt service rep reported that the electrode belt would not connect to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (unable to connect electrode belt and check belt messages) have been confirmed. Upon eval, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The cause for the check belt messages and the inability to connect the belt to the monitor is the bent pins. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.